Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 50 mg/dl. Customer advised they were fasting because they need to take some tests at the hospital. Customer was advised to contact the hospital to ask for medical advice on what to do to.